Event description:
It was reported that a physician implanted an x-stop device into a pt. The pt initially improved. A few months post-op, the pt's radiculopathy and back pain reoccurred. The x-stop device was scheduled to be removed on (B)(6) 2007 and placement of pedicle screws, decompression and fusion were to be performed at levels l4-s1 at that time. There is no confirmation that the device was removed. No additional information was reported.

Manufacturer narrative:
Method - device not returned, follow up conversation with company rep.